Event description:
It was reported that the patient's right atrial (ra) lead exhibited non sensing, oversensing and low impedance. Follow up was conducted and the nurse indicated that the lead dislodged as well as the patient received inappropriate shocks. The lead was repositioned and remains in use. The device also remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.